Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to particles in the device and airway, throat irritation, ears feel like water in eardrums, and difficulty breathing. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer received additional information from the patient, indicating that the device cannot be returned for investigation as the user has lost the device. The user also provided additional details to previous allegation to include particles goes up in her nose and throat which change her voice totally. She did x-ray for that; tiny particles came in her ear which make it so painful for her. Evey time CPAP device makes difficulty in breathing. She needs new device for use or else she will talk with her lawyer for this allegation. A new device will be expedited to patient. The user stopped using device a year ago. The manufacturer has updated section h in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in the device and airway, throat irritation, ears feel like water in eardrums, and difficulty breathing. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.